Manufacturer narrative:
The local factory service representative examined the device. The representative observed proper pacing operation; however, a male pin had apparently broken off of a standard paddles set and remained in the device therapy connector. This could result in an inability to charge the defibrillator using standard paddles, although these were not utilized during the reported use.

Event description:
Reportedly, pacing capture could not be obtained for a patient. The basis upon which this allegation was based was not reported. No additional event info was reported.